Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pacing thresholds. X-ray was performed to determine the lead placement and the result indicated that the location was nearly identical as the initial implant. A boston scientific technical services (ts) verified that shock impedance was normal. Ts considered leaving the lead in place as patient does not pace. Additional information indicates that the cause for high threshold was due to micro-dislodgement and decreased sensing. This rv lead remains in service. No adverse patient effects were reported.